Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power, low battery, weak battery or bad battery alarms were noted. The insulin pump passed the displacement test, restart error test and self test. No unexpected error alarms were noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube window.

Event description:
It was reported that the insulin pump alarmed several errors, which were not resolved by many battery changes. The blood glucose reading was 162 mg/dl. The customer stated that she also received a weak battery alarm just after inserting a new battery. She observed low battery and bad battery alarms. Explained that the insulin pump experienced an unexpected restart. The insulin pump passed the self test. However, the insulin pump alarmed off no power for the second time within less than 24 hours after a low battery warning. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.